Event description:
The manufacturer previously received information alleging a ventilator had fan noise. There was no harm or injury reported. The device was not in patient use. During the evaluation, service required alarm conditions indicating the proportional valve malfunctioned, the o2 flow was stuck and the flow railed low were observed. The device's oxygen blending harness and oxygen blending subassembly were replaced to address the issue. Additionally, not related to the above issue, the system board was replaced to address voltage regulator failed issues. This would not affect the device's ability to deliver therapy as designed. The device's air inlet foam and particulate were replaced due to preventive maintenance. The device was tested and passed all final testing.